Manufacturer narrative:
(B)(4). The device has been rec'd by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump turned off without user input in the obstetrical care unit while on battery power. The customer stated therapy was delayed. It was also reported there was no pt injury.